Event description:
Description of incident: after 1.5 hours on a noradrenaline relay, the patient suddenly became hypotensive, and the nurse inspected the tubing and found multiple air bubbles. The relays were checked and found to be free of air when he took over, and the se tubing was well aimed. When the nurse changed the tubing and kept the same syringe, the problem recurred once again, so a defect in the screwing of the luer-lock syringe is suspected. Information about the person concerned: name (first 3 letters): (B)(6), gender: m, age (real or estimated): 79 an(s). Medical devices involved / other equipment 1: device type: 50ml syringe pump, product name: 3-piece plastipak syringe 50ml luer lock, commercial reference: 300865, manufacturer name: becton dickinson france, batch no.: s-42p07 (reference marked on the syringe, lot number not retained) / lot/serial number: the nurse did not keep the packaging, but noted this reference found on syringe s-42p07. Commissioning date: 12/09/2024, current device location: health care facilities, type of device user: healthcare professionals, how to use the device: first-time use. Date and place of incident: date of occurrence: on (B)(6) 2024. Description of incident: internal declaration registration number: (B)(4), date of manufacturer's information: 12/09/2024, number of patients or persons concerned: 1, number of devices concerned: 1, is this type of incident covered by the manufacturer's instructions for use? Dk, incident classification: other type of incident giving rise to a report. Measures taken: actions taken for the patient in relation to the device: change syringe. Customer response: could you provide/confirm the lot/serial number of the defective product? We don't have the lot number, there is a reference on the syringe s-42p07. Was there any impact on the patient (serious injury, medical intervention, change in treatment required)? The patient was hypotensive as he did not receive the full dose of noradrenaline from the syringe pump. The nurse changed the syringe pump and the treatment was resumed. There are no serious consequences. We would like you to confirm whether samples are available for investigation. If so, please specify whether the samples are: unused (before use), used (during or after use). Only one sample is available: it is used and uncontaminated and contains noradrenaline. Damage to the syringe luer is suspected but not visible.

Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: no physical sample has been received for investigation. One photo and one video was provided to our quality team for evaluation. Through visual inspection, air is observed within the tubing, no damage or defect related to the syringe can be identified within the image or video. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed. Without the physical sample to evaluate, based on the available information we cannot identify a root cause related to the device or our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Correction: e and f codes updated.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of incident: after 1.5 hours on a noradrenaline relay, the patient suddenly became hypotensive, and the nurse inspected the tubing and found multiple air bubbles. The relays were checked and found to be free of air when he took over, and the se tubing was well aimed. When the nurse changed the tubing and kept the same syringe, the problem recurred once again, so a defect in the screwing of the luer-lock syringe is suspected. Information about the person concerned: name (first 3 letters): (B)(6), gender: m, age (real or estimated): 79 an(s). Medical devices involved / other equipment 1: device type: 50ml syringe pump, product name: 3-piece plastipak syringe 50ml luer lock, commercial reference: (B)(4), manufacturer: name: becton dickinson france, batch no.: s-42p07 (reference marked on the syringe, lot number not retained) / lot/serial number: the nurse did not keep the packaging, but noted this reference found on syringe s-42p07. Commissioning date: 12/09/2024, current device location: health care facilities, type of device user: healthcare professionals, how to use the device: first-time use. Date and place of incident: date of occurrence: on (B)(6) 2024. Description of incident: internal declaration registration number: (B)(4), date of manufacturer's information: 12/09/2024, number of patients or persons concerned: 1, number of devices concerned: 1, is this type of incident covered by the manufacturer's instructions for use? Dk, incident classification: other type of incident giving rise to a report. Measures taken: actions taken for the patient in relation to the device: change syringe.